Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. During troubleshooting fse found that ctual cause of the issue was the crashed software of main system. Fse reloaded the ghost image of system. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not power on successfully. The issue was found outside of clinical use. No harm has been reported to philips. A philips remote service engineer (rse) identified an issue with the software of the host pc. Resolution consisted in reloading the software. Device was returned to use in good working order.